Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, 2 mitraclips were successfully implanted. The mr was reduced to grade 1 post procedure. On 14 may 2026, the clip had single leaflet device attachment(slda) from the posterior leaflet followed by embolization into the atrium . Recurrent mr of grade 2-3 was reported. The patient subsequently presented with symptoms of headache, fatigue and dyspnea. Imaging identified a metallic fragment within the brain, which is presumed to be a gripper. There was no clinically significant delay reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.